Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of pain in his ribcage when he lifted his left arm above his head. Upon interrogation, it was discovered that the right ventricular lead exhibited high capture threshold and low impedance. A chest x-ray was performed and revealed lead dislodgement. The lead was repositioned. Patient was stable post-procedure.